Manufacturer narrative:
H3: product analysis :evaluation determined that the attachment malfunction issue was confirmed. It was found that bearings were worn and broken. The likely cause of failure could not be determined. However, it was also noted that the laser markings and color ring was faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was  malfunctioned. It was reported there was no patient impact. Additional information received on evaluation stating that the bearings were broken made this event reportable.